Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter were returned for evaluation. An initial visual observation of the first photograph showed a groshong catheter in a patient¿s arm with the connector portion of the catheter apparently broken off and missing. The second photograph showed an assembled groshong connector with a segment of catheter tubing protruding from the distal end. The distal end of the catheter tubing was observed to be completely fractured; however, no details of the break site could be discerned from the returned photographs, and there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the patient was placed in a PICC catheter for elective chemotherapy on may 22, the catheter broke occurred outside the body on may 23. The catheter was not removed from the patient, but the exposed part was trimmed directly. Replace with a new compression sleeve. No harm to patient. No other information was provided.

Event description:
It was reported, the patient was placed in a PICC catheter for elective chemotherapy on may 22, the catheter broke occurred outside the body on may 23. The catheter was not removed from the patient, but the exposed part was trimmed directly. Replace with a new compression sleeve. No harm to patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.